Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the power supply. Sys operates as intended.

Event description:
It was reported that the 9800 systems column with intermittently not lower. No pt injury was reported.